Event description:
I had lasik in (B)(6) 2021. I had zero dry eye symptoms prior to lasik. I am now a grade 3/4 for mgd/evaporative dry eye. I have severe eye strain pain, foreign body sensation, use artificial tears every 15 minutes, severe light sensitivity resulting in me having to wear sunglasses in stores and occasionally at home, and I have become financially strained due to all the testing and treatments I now need because they are not covered by insurance. FDA safety report ID# (B)(4).